Event description:
It was reported that, "the pt had a tha on (B)(6) 2011. Three months later, the surgeon assumed that the ring was dissociated from the insert on the x-ray. Additional three months later, the surgeon assumed that the ring broke."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer, however, x-rays were received. When completed, the evaluation summary will be submitted in a supplemental report.